Manufacturer narrative:
The device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a reddish foreign material was found inside the tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under a microscope and a hole on the surface of the pebax section was found and there was foreign material inside it. A manufacturing record evaluation was performed for the finished device number lot 31378161l and no internal action related to the complaint was found during the review. The reddish foreign material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section and a foreign material was observed inside it. Initially, it was reported that there was high force readings displayed on the carto 3 system. The force was flashing red when attempting to come on ablation. The tx eco cable and catheter were reseated and the piu-ngen cable was replaced. The issue was resolved temporarily, and the issue reoccurred about 5 minutes later. The qdot catheter was replaced with an thermocool smarttouch sf (stsf) catheter and the issue was resolved and the procedure continued. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 15-oct-2024, a hole on the surface of the pebax section was observed and a foreign material was inside it. This was assessed as MDR reportable with an awareness date of 15-oct-2024.